Event description:
It was reported to philips that the system's footswitch pedals were sticking. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the issue occurred in the middle of coronary diagnostic procedure, which was completed after a system restart with a delay. A philips remote service engineer analyzed the logs, which indicated that the acquisition command originated from the pedal, with no errors detected. Further investigation revealed that the x-ray tube had caught the lead skirt and was misaligned over the lung field instead of the mediastinum, leading to the unintended acquisition after the c-arm was adjusted. Analysis of system log files indicated the last acquisition on may 19, 2025, lasted 2799 ms. Prior to this there was inconsistencies identified with the en-x feature, where it activated without the foot pedal being pressed and did not activate when the pedal was pressed. To resolve the issue, the fse replaced the wired and the system interface. Following replacement, the system was returned to good working condition. At the time this complaint was received, philips had no reason to believe that a serious adverse event associated with exposure to a high dose of radiation had not occurred. Since that time, new information has been received which has led to the determination that, although accidental radiation exposure had occurred, there is no information to suggest that a serious adverse event associated with exposure to a high dose of radiation had occurred. Moreover, if an issue occurred during the procedure, which was completed after a system restart with minimal or no delay on the same system would not be likely to lead to a death or serious injury. Based on the new information, this complaint is evaluated as not reportable. The codes have been updated based on the investigation's outcome. The catalog item identifier, serial number, reporting address line 1 and the reporting address city have been updated.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the issue occurred in the middle of coronary diagnostic procedure, which was completed after a system restart with a delay. A philips remote service engineer analyzed the logs, which indicated that the acquisition command originated from the pedal, with no errors detected. Further investigation revealed that the x-ray tube had caught the lead skirt and was misaligned over the lung field instead of the mediastinum, leading to the unintended acquisition after the c-arm was adjusted. Analysis of system log files indicated the last acquisition on may 19, 2025, lasted 2799 ms. Prior to this there was inconsistencies identified with the en-x feature, where it activated without the foot pedal being pressed and did not activate when the pedal was pressed. To resolve the issue, the fse replaced the wired and the system interface. Following replacement, the system was returned to good working condition. At the time this complaint was received, philips had no reason to believe that a serious adverse event associated with exposure to a high dose of radiation had not occurred. Since that time, new information has been received which has led to the determination that, although accidental radiation exposure had occurred, there is no information to suggest that a serious adverse event associated with exposure to a high dose of radiation had occurred. Moreover, if an issue occurred during the procedure, which was completed after a system restart with minimal or no delay on the same system would not be likely to lead to a death or serious injury. Based on the new information, this complaint is evaluated as not reportable. The codes have been updated based on the investigation's outcome.